Event description:
User alleges that the fluid administration set was being used during an ER case and they were trying to infuse blood to the pt. When the IV set was being taken off of the fluid warmer to transport the pt to another room the heat exchange bent on the administration set causing blood and the circulating water both to mix in the pt line. The set was immediately clamped off before any fluids could reach the pt. No pt injury.

Event description:
Smiths medical complaint reference no 5395